Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the subject device was an older version. Based on the results of the investigation, it is possible that the operational amplifier of the printed circuit board malfunctioned. There has since been a design change on april 16, 2018 to prevent recurrence. However, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The black image and static image produced by the video processor was caused by printed circuit board failure. Additionally, it was found the front panel, top cover, and foot of the device had poor appearance. The video connector socket was worn out. The device needed a software update to version 3.01. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
During a standard inspection of a customer returned asset, it was noted the video reprocessor displayed a black image with 180 scopes and a static image with 190 and ltf scopes. There was no complaint reported by the end user and no patient involvement.